Event description:
It was reported that the patient experienced arrhythmia and heart block. Noise was intermittently visible on the right ventricular (rv) sensing channel leading to pacing inhibition. It was noted that the patient is pacemaker dependent. The rv lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5524m implantable pacing lead 1994-(B)(6). (B)(4).